Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced frequent low glucose events and variable glucose after meals and overnight, including a documented low of 55 mg/dl lasting approximately 10 minutes that was treated with 2 ounces of apple juice, and a separate transient high of 187 mg/dl lasting about 10 minutes. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included self-treatment with oral carbohydrate and no medical assistance or hospitalization. Investigation included complaint intake, user interview, and troubleshooting and education with an appointment scheduled for additional training. Investigation of this case revealed no device malfunction reported and an unclear cause of hypoglycemia with fluctuations potentially related to meal announcements and treatment decisions. It was concluded, based on previously established findings for similar reports, that the cause was unclear.